Event description:
It was reported that during a vats lobectomy procedure, the surgeon was unable to completely fire the device and the manual knife release was used with difficulty. Manual jaw release did not open the anvil and a gap could be seen between the anvil and cartridge arm. Surgeon attempted to manually open the jaws by attempting to push the closing trigger forward. A snapping sound was heard and the closing trigger came forward, but the anvil jaw did not open. An ets45, which was opened earlier in the case, was used to cut beside the device so it could be removed. A second echelon was used to complete the case. No adverse impact to patient. Surgery was prolonged 10-15 minutes.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.